Event description:
It was reported that the device was difficult to remove. A 1.50 mm rotablator rotalink plus and rotawire were selected for a rotablation procedure in the right coronary artery (rca). The physician performed a successful rotablation of two stenosed areas located in the distal rca. After successful rotablation, the physician wanted to remove the device from the rca. The burr stopped rotation when the device was outside of the lesion in the park position and there was difficulty removing the device. Nitroglycerin was administered to dilate the rca in order to assist the physician in removing the device. The console, infusion, and plug were checked before another attempt was made to remove the burr. There was still no rotation. The burr was able to be removed from the rca and catheter when the physician pulled hard. Upon removal of the device, it was observed that the rotawire was wedged inside the rotalink plus device and the distal tip of the rotawire was broken. The physician believed a small portion of the rotawire tip was left inside the patient. The procedure was successfully completed. The patient was observed after the procedure and discharged from the hospital due no observed adverse events. Post-procedure, the patient was doing well.

Manufacturer narrative:
Device analysis by MFR: the returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit with the returned rotawire in the device. The rotawire was removed with some resistance due to numerous wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged/fishmouthed which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. The most likely cause of the melted ultem was due to insufficient flow of saline during use. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was difficult to remove. A 1.50 mm rotablator rotalink plus and rotawire were selected for a rotablation procedure in the right coronary artery (rca). The physician performed a successful rotablation of two stenosed areas located in the distal rca. After successful rotablation, the physician wanted to remove the device from the rca. The burr stopped rotation when the device was outside of the lesion in the park position and there was difficulty removing the device. Nitroglycerin was administered to dilate the rca in order to assist the physician in removing the device. The console, infusion, and plug were checked before another attempt was made to remove the burr. There was still no rotation. The burr was able to be removed from the rca and catheter when the physician pulled hard. Upon removal of the device, it was observed that the rotawire was wedged inside the rotalink plus device and the distal tip of the rotawire was broken. The physician believed a small portion of the rotawire tip was left inside the patient. The procedure was successfully completed. The patient was observed after the procedure and discharged from the hospital due no observed adverse events. Post-procedure, the patient was doing well.